Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The package was returned inside of a carton. The carton had some damage as it was warped and bent. The sealed package was visually inspected. The device was out of the blister detent snaps and it was confirmed that a small hole, or cut, was present on the tyvek that was aligned with the jaws of the device and appeared to have been caused by the edge of the jaw. Hole direction was from the inside out. Particles of tyvek had been transferred to the device. Because the device was not firmly snapped into the blister, the jaws of the device were raised above the seal plane. If device had not been snapped into detent at the sealing operation, the heated seal plate would have caused an imprint of the jaws on the tyvek. All product is 100% inspected to ensure that device is properly snapped in blister and that package integrity is intact prior to release. After inspection, sealed packages are placed into individual cartons and into corrugate sales unit cartons. It is suspected that the carton with the package inside was dropped, causing the instrument to release from detent blister, which caused the hole in the tyvek lid. Internal handling procedures would have required that a dropped device would be scrapped, whether it was in or out of carton at the time of drop. A review of field complaints and internal nonconformance reports was conducted for time period (B)(6), 2010 to (B)(6), 2011 and no similar or related issues were discovered.

Event description:
It was reported that during a gastric bypass procedure, the primary package was damaged. The paper closing the blister of the device was torn, close to the head of the stapler. Yet the secondary packing (outer carton) was intact. The surgeon used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.